Event description:
It was reported that there was a steady rise in the right ventricular (rv) pace impedance since april. The measurement went from 700 ohms to 1,200 ohms. The threshold was less than 1.0 v and recently was approximately 3.0 v. The r-wave amplitude had also decreased slightly from 18 mv to 15 mv. One beat of loss of capture was observed; however, the patient had their own conduction and was rarely paced. It was determined that the patient had twiddler's syndrome and it was suspected that the lead position had changed. The physician was considering system replacement. The rv lead remains in service at this time and no adverse patient effects were reported.